Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with heart failure and evolving symptoms of dyspnea, fatigue and dizziness. The rv and lv leads were dislodged. Patient was pacemaker dependent, so the repositioning surgery was performed using temporary pacemaker. There was no capture and the patient was stimulated from psa when the patient experienced asystole. The physician decided to explant and replace the entire lead during procedure. There was no adverse event to the patient. Patient was recovering and was fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.